Manufacturer narrative:
The stapes prosthesis was evaluated along with 6 other stapes prostheses from the same q.c. Lot number. There was evidence that the returned prosthesis had been in a surgical procedure but not trimmed or altered. The nitinol crook was activated with a heat source according to the IFU. It was found to meet all dimensional and functional design specifications. The remaining 6 stapes prostheses were also tested and met all dimensional and functional design specifications.

Event description:
It was reported that this product was removed for a revision surgery, as the loop of the stapes prosthesis was found to be in the opened position.

Manufacturer narrative:
Additional information was received from the physician regarding the date of the event and the date of explantation. The physician reported that the patient had otosclerosis with conductive hearing loss. The physician also reported that there was no injury to the patient.